Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the low impedances on the left lead was unknown. As an action, the representative was going to recheck the impedance at the patient¿s follow up appointment in 2 weeks. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1h8yf, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a rep regarding a patient who was implanted with a neurostimulator. It was reported that an impedance check showed low impedance on the left lead. The rep repeated the impedance check, checked all connections, and disconnected/reconnected the extensions and battery and had similar results. The patient is scheduled for initial programming in 3 weeks. The issue is not resolved and no symptoms were reported. No further complications were reported or anticipated with this event.